Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is the original nail was too short. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A minimal risk is associated with this exchange. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2017 that a sign im nail implanted to repair a fracture was exchanged with a longer nail. The im nail was replaced with a 9mm x 320mm standard nail per the sign technique manual.